Event description:
Caller states neonate patient received the following performa/advantage system results within 10 minutes: 1) 52 mg/dl/72 mg/dl 2) 51 mg/dl/69 mg/dl the comparisons were performed 3 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). Caller did not know which advantage test strip lot produced the discrepant results. This medwatch report is for the second lot reported in the advantage system (lot number 450934, expiration date 06/30/2010). Reference medwatch report with patient (B) (4) is for the first lot number reported in the advantage system. Reference medwatch report with patient (B) (4) is for the suspect device used in the performa system.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the 12 follow-up visit, the patient experienced a grade 2 cystocele and partial obstruction voiding.